Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left forearm vein. A 5.0mmx20mmx80cm sterling balloon catheter was advanced to dilate the lesion. However, during the first inflation at 10 atmospheres after 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.